Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and confirmed the problem reported by the customer. The stm troubleshot and found the problem to be the pneumatic interface module (pim). And to resolve the issue, the pim was replaced. The stm then performed all tests per manufacturer specifications and verified calibrations. The iabp passed all tests and was returned to clinical use.

Event description:
The customer reported that the cardiosave intra-aortic balloon pump (iabp) had an autofill related issue while in use on a patient. No adverse event was reported.